Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 457453 lead; implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported by the patient's family that the patient's right ventricular (rv) lead was fractured and scheduled to be replaced. The lead remains in use. No patient complications have been reported as a result of this event.